Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report: 3006705815-2018-02081, 3006705815-2018-02082, 1627487-2018-08129 and 1627487-2018-08130. It was reported the patient was admitted to the hospital due to a bowel blockage. Reportedly, during the procedure to remove the blockage, it was discovered the patient had an infection which had spread to the scs system. Consequently, the patient's scs system was removed. The current full status of the patient was unknown, but the nurse practioner stated the patient was not currently walking on their own. In addition, the nurse practitioner stated there were no issues with the patient's incisions when they last saw the patient.